Manufacturer narrative:
Third party service agent was not able to reproduce the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. A cause of the reported issue could not be determined.

Event description:
Third party service agent contacted physio control to report that their customer device would not recognize a connection through its therapy connector. In this state, the device would not be able to provide defibrillation therapy, if it were needed.there was no patient use associated with the reported event.

Manufacturer narrative:
Third party service agent evaluated customer's device and was not able to verify the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
Third party service agent contacted physio control to report that their customer device would not recognize a connection through its therapy connector. In this state, the device would not be able to provide defibrillation therapy, if it were needed. There was no patient use associated with the reported event.